Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. The pendant was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The gantry motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The pendant for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that door open/close buttons were not very responsive and the gantry didn't go to the anterior posterior (ap) position after door closes. The representative replaced the pendant and gantry motion controller. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information that imaging system would not fully spin to take an anterior posterior (ap) and lateral shot. It was also mentioned that the gantry would not open the first time. This issue happened outside of a procedure. No additional information was provided.